Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a vizigo and blood was leaking from the hemostatic valve. It was reported that the hemostatic valve of the vizigo sheath was unable to be closed. The caller stated that blood was leaking from the hemostatic valve of the vizigo sheath. The vizigo sheath was replaced and there were no issues with the replacement vizigo sheath. The procedure continued with no further issues. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).